Event description:
It was reported that the brake feature was not securing the wire. A rotalink advancer was selected for use with a rotawire. During set up the guidewire was spinning as the burr was actively rotating. No patient complications were reported and the procedure was completed with another same device.

Event description:
It was reported that the brake feature was not securing the wire. A rotalink advancer was selected for use with a rotawire. During set up the guidewire was spinning as the burr was actively rotating. No patient complications were reported and the procedure was completed with another same device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink advancer device. The advancer and handshake connection were microscopically and visually examined. The handshake connection is bent. A test .009 rotawire was inserted through the device and was clipped in place using a test wire clip. The advancer was connected to the rotablator control console system to perform the brake test. There were no abnormal noises or leaks and the device did not run; so, it wasn't able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The reported locked on wire could not be tested due to the device not being able to run. There is no damage to the brake. Inspection of the remainder of the device presented no other damage or irregularities.